Event description:
The lay user/pt called lifescan (lfs) on january 7, 2007, and alleged that her meter was prompting an "other message." The pt has not tested on her meter for approx 3 months. She stated that she obtained an error message, but she does not know the type of error message she was getting. During the time that she stopped testing, she continued to take her insulin and metformin (she was unwilling to provide the amounts and times her medications were taken). She claims she was guessing at the amount of insulin to take. She stated that on the day of the event, she was feeling ill, stating she felt dizzy, like she was going to pass out. She was vomitting and unable to eat. She took 35 units of her novolin insulin and ate a piece of dry toast. She was taken to the emergency room and her blood glucose was tested. The result was "250-something". She was treated with IV fluids and insulin at the hospital. She does not recall any further details about the event. She has not been testing her blood glucose since the hospital visit. While on the phone with the lfs customer svc rep, she was able to set the code and perform a control solution test, which failed. This complaint is being reported. There is no evidence of a malfunction based on the "other message", however, the pt was not able to obtain a result on her meter while receiving the "other message", she also alleges she was guessing at the correct amount of insulin to take, and during this time, she went to the hospital and received treatment for hyperglycemia. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.